Manufacturer narrative:
Investigation results: a sample was received since the last follow up submission. The complaint of a damaged catheter tip was confirmed; however, the root cause could not be determined. One 20g insyte autoguard unit from lot #2336523 was provided for investigation. The device was received with the needle fully retracted. A microscopic examination revealed damage near the catheter tip that was consistent with needle puncture damage. The leading edge at the catheter tip exhibited an acceptable. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the defect of ¿needle through catheter¿ was confirmed and appeared to be associated with the reported 'catheter tip integrity'. Probable root cause conclusion(s): undetermined.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381834 and lot number 2336523. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard catheter was damaged during insertion. The following information was provided by the initial reporter, translated from spanish to english: "at the moment of opening the catheter, it is observed that it is flowered, with an open tip." Describe patient / (hcp) / user impact: patient could not be referred. It is possible that the person who manipulated the catheter may have moved the mandrel and flanged the tip.